Event description:
Additional information received reported that no cycling was done. It was noted that they were looking for the notes to find the impedances but the notes were unavailable at the time of the report.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) depleted prematurely. It was noted that impedance testing was performed. It was noted that an explant was required. It was noted that there were no further patient symptoms and the patient status was unknown. Additional information received reported that the setting were channel 1: contact 0 cathode, contact 1 anode, 3.3 volts, pulse width 150, fr 0.0-4.5, with a therapeutic impedance of 342 and current of 9.135 and channel 2: contact 4 cathode, contact 5 anode, 2.5 volts, pulse width 120, fr 0.0-3.7 with a therapeutic impedance of 1008 and current of 2.491. It was noted that the health care professional (hcp) believed the battery depleted too early. It was noted that the manufacturer representative presumed that the patient was now fine as they had a new implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the patient¿s therapy had not been quite as good with this device as it was with their previous one. Reprogramming had been attempted several times prior to its replacement to no avail.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted that the ins battery was at normal end of life with telemetry and output okay.